Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the proximal cx with a xience v stent. In 2009, the patient presented the emergency room with chest pressure, radiating to the jaw and dyspnea. The patient was admitted to the hospital and diagnostic coronary angiography revealed a 10-20% in-stent restenosis at the distal end of the proximal circumflex. It was not reported which of the three stents within the circumflex was involved. There was no treatment reported and the patient was discharged the following day. There is no additional information reported.

Manufacturer narrative:
Angina/stenosis are listed in the xience v IFU as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of stent implantation. It is possible that the angina and dyspnea were secondary effects of the stenosis. It was reported that pre-dilatation was not performed prior to implanting the stent. The IFU states to pre-dilate the lesion prior to stent implantation. It is unknown if the direct stenting contributed the reported patient effects; however, it is unlikely as the patient effects did not occur until approximately ten months post the procedure.